Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion (psf) form t10 to s2 due to degenerative scoliosis. Post-op, the implanted screw was broken and broken parts are still in the patient. No patient symptoms or complication were reported as result of this event. Patient did not undergo any removal surgery yet.

Manufacturer narrative:
Additional information: x-ray review- a single lateral x-ray was provided for a thoracic pelvic fixation. By report one of the screws was broken. The provided image shows nearly 18 screws. If information is provided in the future, a supplemental report will be issued.